Event description:
On (B)(6) 2014: 05min after start of treatment with rexeed-21lx, pt complained respiratory difficulty. Collapse appeared, arterial pressure dropped from 130/80mmhg to the point not possible to measure. Administration: 60ml of glucose 20%, 120mg of prednisolone. ICU doctor invited just in case but no ventilation was applied. Relief after disconnection. On (B)(6) 2014: second session with rexeed-21lx. Non-stable hemodynamics. On (B)(6) 2014: switch of dialyzer to rexeed-21ax. Within this session arterial pressure dropped below 80mmhg. 60mg of prednisolone was administered. Dialysis session was terminated. Immediate relief after disconnection. (Reported as 3007340888-2014-00020).

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and les swell defined adverse reactions of unk cause. "Handbook of dialysis 4th edition."